Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer called looking for clips for the seat upholstery that was the private label the courier. They said the seat upholstery is not holding up and need the clips.